Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump alarmed with no delivery. Customer's blood glucose was 546 mg/dl and was treated with syringes. The infusion set was changed twice and the no delivery alarms persisted. The cannulas were reportedly not bent. Troubleshooting could not be performed at time of call and customer disconnected call. A call back attempt to the customer was made, but there was no response.